Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
It was reported that during a trochanteric fixation nail procedure on (B)(6) 2013, the distal locking screw missed the hole on a short trochanteric fixation nail. The locking screw was drilled through the targeting device and the drill bit drilled posterior to the nail. The surgeon had to free-hand the hole for the screw. He noted afterward the aiming arm may have been loose. The procedure was delayed between 14 and 30 minutes. It was reported that the surgery was completed successfully. This report is 1 of 3 for (B)(4).